Event description:
Steerable guidewire fractured during stenting. S/p nstemi underwent cardiac cath and stenting of lcx in 2004 complicated by distal guidewire perforation and sidebranch occlusion. Emergency echo revealed no evidence of tamponade. Angiography showed that perforation had sealed. Pt was transferred to ICU for close monitoring in stable condition. Over the course of the night, pt became increasingly acidotic, went into cardiopulmonary arrest, acls initiated but pt expired. MFR notified of guidewire fracture. Autopsy report reviewed in 2004, indicated 250cc clotted blood in the pericardial sac, thus the initiation of this FDA report.